Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. During device withdrawal after valve deployment, the delivery system balloon was stuck at the access site, as it was not fully retracted into the sheath. A femoral cutdown was performed, and the vessel was repaired with a patch. Subsequently, the patient developed a cold leg, and an embolectomy was performed.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon catheter and guidewire lumen/balloon subassembly returned detached likely from surgical cutdown performed in the field. 16fr esheath + returned with liner fully expanded as designed. Imagery was provided from the site and revealed the following: tortuosity is present in the patient's access vessels. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered balloon profile, damaged sheath, and/or damaged guidewire. The complaint was confirmed based on the returned device condition. Available information suggests patient factors likely contributed to the event as imagery review of provided 3mensio revealed tortuosity present in patient's access vessels. Patient factors (i.e. Calcification, tortuosity, scar tissue, or small vessel size) may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.